Event description:
It was reported that customer experienced continuous glucose monitor error and could not use sensor as expected. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset error did not appear again and pump function was restored.